Event description:
As reported, during vats lobectomy procedure, the glass vial broke when inserting piston into the syringe. The progel platinum was not used and the procedure was completed as normal vats operation. There was no reported patient injury.

Manufacturer narrative:
As reported, progel platinum glass vial broke during preparation. The subject device was not returned for evaluation. Review of the photos provided confirms one of the glass cartridges broke on the push rod. Based on the photos it is possible the vial was inadvertently damaged during subsequent handling and or forces applied to the device during setup / use of the product. The photos provided show the device appears to have been used. Based on the information provided and without having the sample to evaluate, a definitive root case cannot be determined. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov, 2022. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document this to be a similar device report. Progel platinum is not approved for use in the USA. This report is a similar device report for progel, which is approve/marketed in the USA. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during vats lobectomy procedure, the glass vial broke when inserting piston into the syringe. The progel platinum was not used and the procedure was completed as normal vats operation. There was no reported patient injury.

Manufacturer narrative:
As reported, progel platinum glass vial broke during preparation. The subject device was not returned for evaluation. Review of the photos provided confirms one of the glass cartridges broke on the push rod. Based on the photos it is possible the vial was inadvertently damaged during subsequent handling and or forces applied to the device during setup / use of the product. The photos provided show the device appears to have been used. Based on the information provided and without having the sample to evaluate, a definitive root case cannot be determined. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 131 units released for distribution in nov, 2022. Addendum #1: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document this to be a similar device report. Progel platinum is not approved for use in the USA. This report is a similar device report for progel, which is approve/marketed in the USA. Addendum #2: h11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: d3 (medical device manufacturer) and d4 (UDI no.) Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during vats lobectomy procedure, the glass vial broke when inserting piston into the syringe. The progel platinum was not used and the procedure was completed as normal vats operation. There was no reported patient injury.

Manufacturer narrative:
As reported, progel platinum glass vial broke during preparation. The subject device was not returned for evaluation. Review of the photos provided confirms one of the glass cartridges broke on the push rod. Based on the photos it is possible the vial was inadvertently damaged during subsequent handling and or forces applied to the device during setup / use of the product. The photos provided show the device appears to have been used. Based on the information provided and without having the sample to evaluate, a definitive root case cannot be determined. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.